Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The user reported receiving a sensor replacement alert on (B)(6) 2025, day 141 after insertion. An RMA was authorized for the return of the sensor for further investigation. Upon receipt, visual inspection revealed a small portion of the hydrogel missing over the optical area of the sensor, likely caused during the removal procedure due to excessive force applied by the removal clamps; this finding was unrelated to the user's complaint. In-house testing of the sensor was inconclusive due to the missing hydrogel over the optics. A review of in-vivo data confirmed the complaint, showing diminished signal indicative of oxidation of the glucose indicating component of the sensor. The system correctly disabled the sensor when it detected the performance deviation, and the self-test functions were working normally. A replacement sensor was provided to the user as part of the resolution.